Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one 23cm equistream xk catheter complete with insertion stylet in the red lumen, one tunneler, one 16f dilator, one 12f dilator, one 8f dilator, and one 16.5f peel-apart sheath and dilator was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on the blue part of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Corrective action has been issued to turnxon precision co. Ltd to address the damaged tunneler issue and identify appropriate actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that upon opening the package the blue part of the tunneler was allegedly broken. Reportedly, a new kit was opened to complete the procedure. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that upon opening the package, the blue part of the tunneler was allegedly broken. Reportedly, a new kit was opened to complete the procedure. There was no patient contact.